Event description:
It was reported that the tab of an es2 augmentable long blade polyaxial screw fractured off when inserting a mantis redux blocker, and that the blocker was displaced out of the screw intra-operatively. The blocker was removed from the patient, resulting in a 20 minute surgical delay, and the surgeon decided to leave the screw without a blocker inserted. This report is for the mantis blocker.

Manufacturer narrative:
Corrected data: b5, d1, d4, g4.

Event description:
It was reported that the tab of an es2 augmentable long blade polyaxial screw fractured off when inserting a xia 3 blocker, and that the blocker was displaced out of the screw intra-operatively. The blocker was removed from the patient, resulting in a 20 minute surgical delay, and the surgeon decided to leave the screw without a blocker inserted. This report is for the xia 3 blocker.